Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported the patient's ipg was explanted for an unknown reason at an unknown time.